Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the customer recovered all duplicate addresses that were causing the cubie to unload and eject. Then restarted the machine, inserted cubies from the surplus supply, reassigned medications, and successfully reloaded them. The system functioned as intended after the customer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 contained 1x2 half height cubies d1, d3, d5, e3, e5 with duplicated addresses. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 contained 1x2 half height cubies d1, d3, d5, e3, e5 with duplicated addresses. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.